Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly while plugged in and charging. Customer confirmed pump display turned on when re-plugged into a power source. Customer's blood glucose level was 204mg/dl. Reportedly, the customer reloaded the cartridge and resumed insulin delivery.